Event description:
The account generated discrepant architect bhcg results on a patient specimen. The specimen generated positive architect bhcg = 28.45 (no units of measurement provided) but when repeated twelve times generated the same negative result of architect bhcg = <1.2 (no units of measurement provided). Additionally, the specimen tested mini vidas negative (<2, no units of measurement provided).

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - wash zone needle. To investigate the account's issue, the investigation team reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address component replacement procedures and erratic results including probable causes and corrective actions. Additionally the review of the instrument history showed no additional complaints have been received involving erratic results. The investigation team were able to identify the cause of the issue experienced at the account facility. The sample probe was not replaced in over three months. After the replacement of the sample probe, reagent probe, stat probe and wash zone needles, the instrument is functioning as intended. Reference where in labeling the event is addressed: the architect system operations manual ((B)(4) june, 2007): section 7, operational precautions and limitations. Limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer issue. In the architect total beta-human chorionic gonadotropin reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. This is a final report.